Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12666. It was reported that when the patient presented in clinic for a follow up, non-sustained right ventricular oversensing was noted. It was identified as t-wave oversensing. Programming changes were made for the post-paced. Patient was stable.